Event description:
A balloon burst betwen 3 to 4 atmopheres during a percuatneous transluminal angioplasty. No pt sequelae resulted from this event. This device has not been returned for evaluation. Therefore, no failure analysis is available. Co attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Ballon rupture or balloon leakge is an anticipated event of percuatneous angioplasty which has been associated with overpressurization or use in a calicified lesion. Co believes these factors may have contributed to this event. However, without evaluating product and without further details about the event co cannot determine exact cause for this event. Co's directions for use state: "to prevent balloon rupture, recommeded balloon inflation pressure should not be exceeded. Do not advance guidewire or catheter if reistance is met without first determining the cause of the resistance and taking remedial action. Never manipulate catheter with balloon inflated".

Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA. H3. Evaluation summary: this device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the balloon inflated and deflated correctly. No balloon burst was found. Based on the engineering evaluation, no reportable event and no malfunction of the device occurred. Therefore, co does not consider this to be a reportable MDR. B1. No box should be checked. Product problem box should be unchecked.